Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch unltramini meter has a power issue (meter does not turn on). The complaint is classified according to the documentation of the customer care advocate and the follow-up questions that were obtained on march 17, 2008. The pt tests her blood glucose 3 times per day, once before every meal. The pt takes two pills of metformin 3 times per day and is currently on a set amount of nph (12 units before breakfast). The pt indicated that after the meter was dropped earlier on four days prior to original date, she was unable to obtain any blood glucose for a few days. The pt developed symptoms described as "blurry vision and weakness" on the night of that day and the symptoms lasted until the morning of the next day. The pt ate as usual during this time and took her usual medication of metformin and 10 units of nph. At around 1pm, the emergency service tested the pt at "19 mmol/l" (342 mg/dl) and did not provided the pt with any treatment. The pt was taken to the hospital. A reading of "24.3 mmol/l" (437 mg/dl) was obtained on a hospital device. The pt was diagnosed with hyperglycemia and given insulin. The pt stayed in the hospital for 2 hours. A diabetes nurse educator increased the pt's nph regimen from 10 units to 12 units after discharge. During troubleshooting, the customer care advocate verified that there was meter misuse and reported issue was not resolved with troubleshooting. This complaint is being reported because the pt claimed she was treated at the hospital for hyperglycemia after she was unable to test her blood glucose. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.